Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The lesion was predilated with a 2.5x15mm maverick balloon. The balloon was inflated to 12 atm using a non-bsc inflation device. Following inflation predilatation the balloon could not be deflated. The physician managed to pull out the inflated balloon. The procedure was completed with another maverick balloon. Pt status reported as "stable". Add'l info was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.